Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral impactor broke into two.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out. The black celcon portion of the impactor is designed to be disassembled from the metal portion and replaced after heavy usage, reusing the metal portion. The same screws are used for each replacement of the celcon component. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.